Event description:
A customer reports "explosion" of their abbott diabetes care device. The customer further reports their device pack popped when applying. There was no report of fire, smoke, or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.